Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer performed a reset on the pump before contacting technical support, who then decided to send a replacement pump with updated software. The customer was informed of the necessary steps after receiving the new pump and acknowledged the instruction to return the problematic pump using a prepaid label.